Event description:
During endoscopic stent placement, the physician used a cook fusion zilver biliary stent system. The first stent was placed above the stricture. The second stent was placed in the correct position, however the tip of the introduction system detached in the pt. The decision was made to leave the tip in place because the stent was functioning properly (i.e. Draining) and the pt is terminal. An attempt was made to collect add'l info regarding pt impact and product usage, however, the complainant did not specify if the pt experienced any adverse effects or required add'l medical procedures due to this event.

Manufacturer narrative:
Eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record and sample test from this lot could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. A review of the 12 month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Prior to distribution, all fusion zilver biliary stent systems are subjected to a visual inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because the report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer qa will continue to monitor for complaint trends.